Event description:
It was reported that the customer was having difficulty changing his sensor. A blood glucose of 2 mg/dl was documented during the report. Nothing further reported.

Manufacturer narrative:
The transmitter was unable to charge due to damaged pin. Functional testing could not be performed, due to charge anomaly. The transmitter was received with contamination of all pins.